Manufacturer narrative:
There are multiple patients all information is provided in the article. Complainant part is not expected to be returned for manufacturer review/investigation. Implant date is between 2007 to 2016. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: okano, I. Et al (2020), endplate volumetric bone mineral density measured by quantitative computed tomography as a novel predictive measure of severe cage subsidence after standalone lateral lumbar fusion, european spine journal, vol. 29 (xx), pages 1131¿1140 (USA). The aim of this study is to utilize site-specific, endplate vbmd (ep-vbmd) as a potential predictive marker of severe cage subsidence in sa-llif patients and conducted a retrospective comparative study between vertebral ep-vbmd and trabecular vbmds (tb-vbmd). Between 2007 to 2016, a total of 96 patients (210 levels; 34 male and 62 female) who had a preoperative CT, over 6 months of follow-up, and radiological imaging for cage subsidence assessment (between 6 and 12 months after surgery) were included in the study. Median age was 68.4 years (62.1¿74.2). All patients underwent sa-llif utilizing either a competitor device or cougar system (depuy spine inc., raynham, ma, USA). The median follow-up period was 26 (range 8¿102) months. The following complications were reported as follows: 96 patients (210 levels; 34 male and 62 female) had cage subsidence. Of these, 39 patients (58 levels) were observed to have severe cage subsidence with a median (iqr) tb-vbmd of 117.9 mg/cm3 (90.6¿149.5) and ep-vbmd of 233.5 mg/cm3 (193.4¿273.3), while 152 levels were non-severe subsidence group with a median (iqr) tb-vbmd of 120.5 mg/cm3 (100.8¿153.7) and ep-vbmd of 257.4 mg/cm3 (216.3¿299.4). 1 patient underwent a posterior fusion surgery within 6 months after the first sa-llif surgery because of sagittal imbalance due to severe cage subsidence. This report is for an unknown depuy spine cage. This report is for one (1) unknown cage/spacer. This is report 1 of 3 for (B)(4).